Manufacturer narrative:
The catheter was sent to chemistry for energy dispersive x-ray spectroscopy (eds) testing. The test results indicated the presence of iodine in both the balloon inflation lumen and in the y-fitting lumen. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Although it is unknown if user or procedural factors may have contributed to the event, the occluded material found in the inflation lumen and in the y-fitting lumen is a substance that suggests contrast medium was used to inflate the balloon. This substance is not part of the manufacturing process. There is a warning in the IFU that instructs the user ¿use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded¿. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
One fogarty catheter without any attached components was returned for evaluation. The customer report of ¿balloon did not deflate¿ could not be confirmed. The balloon and balloon windings were visually inspected for indication of damage or abnormality. The balloon did not inflate due to an occlusion. The balloon inflation lumen was found to be completely occluded with an unknown material inside the y fitting. A closer examination found the clear material in the entire balloon inflation lumen. No visible damage to the catheter body was observed. The thru-lumen was found to be patent and did not leak. A sample of the occlusive material was sent to chemistry for testing. Balloon testing was performed with a lab syringe. Visual examination was performed under microscope at 20x magnification and with the unaided eye. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of balloon deflation issue could not be confirmed due to the occlusion of the balloon inflation lumen. A supplemental report will be sent with the chemistry investigation results. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. Ii should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It is unknown whether user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that the balloon did not deflate during use. No further information could be obtained. There were no patient complications reported.